Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In september 2021 the user started experiencing sounds intermittencies when using the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation on the explanted device would be necessary. Re-implantation is planned but no date has been scheduled.

Event description:
In (B)(6) 2021 the user started experiencing sounds intermittencies when using the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation on the explanted device would be necessary. The concerned device was explanted but is not accessible for testing. This is a final report.

Event description:
In (B)(6) 2021 the user started experiencing sounds intermittencies when using the device. She was only able to hear with the implant by manipulating the conductor link (putting pressure on the implant region). After approximately 2 weeks she lost all hearing perception with the device. The user has been re-implanted on (B)(6) 2022. The explanted device could not be located at the clinic and is therefore presumed as lost.